Event description:
When using smith, portex hypodermic needle-pro with needle protection, 25 gauge x 5/8, lot #1085046 expiration 2011-11, staff reports that when giving an im injection of viscous fluid, a pop is heard inside the needle and the plastic portion is breaking off with the needle still in the patient. Examples include refrigerated flu, hep a and hep b vaccintaion. The "popping" sound is heard when the medication flows through the plastic connector to the needle. This has happened six times out of the current box. ====================== manufacturer response for hypodermic needle pro with needle protection, 25 guage x 5/8, portex======================they consider it user error. They claim that we are not "seating" the needle. They have not provided any additional training or inservices for the use of this device.